Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for multiple back operations. It was reported that the patient noticed sometimes even when the stimulator was turned off that she felt stimulation when she moved her body a certain way. The issue occurred during use and began in (B)(6) of 2015. It was noted that the patient was to go to her pain management doctor on (B)(6) 2016 and asked if a manufacturer representative could be scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.